Event description:
It was reported that the patient presented to the clinic due to the patient notifier going off. Upon interrogation low impedance was observed. Insulation anomaly was suspected. The physician opted not to extract the lead due to the patient's request. The physician will continue to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.